Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the complete system was explanted due to erosion. There is no information available for the cause of erosion. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found. Additional: h3 and h6.

Manufacturer narrative:
Additional: b5, d10, d11, h3, and h6 - "1930 - infection" should be included.

Event description:
Related manufacturer reference number: 2017865-2020-19006. Related manufacturer reference number: 2017865-2020-19007. It was reported that the pacemaker system was explanted due to erosion and infection. There is no information available for the underlying causes. The patient was in stable condition.